Event description:
It was reported that the patient had shortness of breath. There was a lead warning for the right atrial (ra) lead impedance. The ra lead had no capture, no electrogram signal and low impedance. The ra lead was reprogrammed off and is expected to be revised during a future device upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead 2002 (B)(6). (B)(4).